Event description:
Additional information received reported that no action has been taken with the patient at the date of this report. It was stated that the patient had a follow-up with her health care provider (hcp) and there was a slight chance the patient would undergo surgery. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3888, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient's subcutaneously-implanted lead had high impedances. A lead revision was planned to revise the lead. No further information was known. No patient symptoms or injuries were related to the event. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
(B)(4).